Event description:
The nail being removed was a stryker gamma nail (non jnj), due to slight cut out of the proximal screw. There was also a nonunion. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).